Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances such as chb, are known potential adverse effects per the evolutr IFU, m056197t001. In this case, the patient did not require any treatment. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, but a conclusive cause could not be determined from the limited information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six days after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently a permanent pacemaker was implanted. No adverse patient effects were reported.